Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative advised patient try another sensor and then re-pair with smart device. Patient stated that they do not have any bluetooth devices connected to smart device or background apps running. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).